Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the disposable cuff failed leak test after opening packet. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported from (B)(4) that a 18 in. (46cm) single port dual bladder disposable cuff with plc failed the leak test after opening the packet before used on the patient. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.